Manufacturer narrative:
(B)(4).

Event description:
It was reported that an app crash alert occurred. It was determined that the app crash alert was related to the mobile application. Data was evaluated. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.